Event description:
It was reported that stent damage occurred. The 90% stenosed, 20-25mm x 2.5-2.75mm target lesion was located in the proximal left anterior descending artery. A 2.75 x 20 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, it was found that the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 2.75 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted from the crimped profile. The undamaged stent od (outer diameter) was measured using snap gauge and within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 20-25mm x 2.5-2.75mm target lesion was located in the proximal left anterior descending artery. A 2.75 x 20 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, it was found that the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.